Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: without add'l info, the cause of loosening cannot be conclusively determined at this time. Eval: device history records indicate all components were mfg and inspected to spec. Visual inspection of the tibial plate shows no pmma on the inferior surface. There is damage to three of the poly plugs. There are scratches on the superior surface indicative of third body particles being caught in between the art surface and the tibial plate during motion. All measurements taken were found to be within specs.

Event description:
It is reported that the pt was revised due to loosening.